Event description:
Ous MDR - it was reported that, about 31 months after the implantation, the ICD could no longer be interrogated. The patient had suffered a shock. The x-rays led to the assumption of a conductor fracture of the rv lead. The proximal parts of both leads were cut off and sent to an infectiological analysis by the clinic. On the atrial lead, an insulation defect was noted in the area of the subclavian passage. The lead fragments have not been returned for analysis, but this ICD was. The patient suffered from anxiety.

Manufacturer narrative:
The analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. The triggering of the electrical fuse led to a separation of the electrical module from the battery and, in the following, to the clinical observation. This is not a device malfunction. The leads mentioned in the clinical complaint were not available for analysis and could therefore not be examined. Possible causes that could lead to an external short-circuit, such as the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation that results in a low-ohmic contact of the high-voltage conductors, can not be ruled out. If additional relevant information or the leads themselves should be available, please forward this to us also. The incident will then be updated accordingly. Analysis of the ICD:the returned ICD was visually inspected upon receipt, an no abnormalities were found. During the initial interrogation, the clinical observation was confirmed, the device could no longer be interrogated. The memory content of the device could therefore not be read. In the next step, the ICD was opened, and the internal structure was examined. Damage to the fuse that separates the battery from the electronic module and to the final shock stages was found in the process. These damages indicate a shock delivery into an external low-ohmic shock path. Due to the damage to the module, the ICD could no longer be interrogated. Possible clinical complication that could lead to an external short-circuit, are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation that leads to a low-ohmic contact of the high-voltage conductors. The production process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A standard electrical final goods test was performed and documented proper device behavior. There were no indications of a material defect or manufacturing error.